Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the vitrectomy probe did not cut during a vitrectomy procedure. Aspiration was present. The product was replaced and the procedure was completed without consequences to the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are six additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and found non-conforming with white foreign material on the needle above and on the stiffener. Aspiration testing was performed and found conforming. Cut testing was performed and found non-conforming. Actuation testing was performed and found non-conforming. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at the bend area, the cutting edge, and several areas along the inner cutter. The disassembled probe was retested for actuation and was found conforming. The complaint evaluation confirms the probe had a cut issue. The evaluation also indicated that the probe had an actuation issue. The root cause for the cut and aspiration issues as well as the foreign material observed on the needle is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action is being taken as it appears that the cut and actuation issues observed during the evaluation were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).